Event description:
It was reported that a pt underwent surgery to remove a component of the construct that had migrated. The surgery was reported to have been completed successfully.

Manufacturer narrative:
The explanted component was not returned for evaluation. No conclusion can be drawn.